Event description:
It was reported the right ventricular (rv) lead, which was previously the left ventricular (lv) lead, was exhibiting oversensing, no n-sustained ventricular tachycardia episodes and 353 short interval counts (sic). The lead integrity alert (lia) was triggered. The rv lead was found to be fractured. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: product ID d334trg bi-ventricular defibrillator implanted: (B)(6) 2011, product ID 694965 implantable tachy lead implanted: (B)(6) 2005, product ID 5568-53 implantable pacing lead implanted: (B)(6) 2005. (B)(4).